Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Five retention lot samples were evaluated during this clinical investigation. Poor gel barrier migration was noted within one retention lot sample evaluated. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the gel within the bd vacutainer® cpttm glass tube with blue/black speckled conventional closure did not separate properly. No injury or medical intervention reported.